Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted general low anterior resection surgical procedure, the customer reported to technical service engineer (tse) that an error c-34 on the erbe generator was observed and was unable to use the monopolar and bipolar energy. Tse asked the customer change the mode setting to classic mode and restarting the erbe; however, the issue persisted. Isi followed up with the initial reporter and obtained the following additional information: the procedure was not converted and it was completed robotically as planned. The customer changed to another generator with no patient injury or harm. The procedure was delayed less than 30 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the reported complaint of error was confirmed and replicated. During power-on testing, the c-34 error was observed, confirming that the fault occurred in the field. Visual inspection did not reveal any issues related to the reported event. The unit is being returned to the original equipment manufacturer for additional failure analysis and potential repair. An additional observation noted that the unit was received with a cracked bezel. The complaint was confirmed and replicated based on failure analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34 and c-00. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.